Manufacturer narrative:
(B)(4). Date sent: 9/16/2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the device eject clips without attaching to tissue. The clips weren¿t malformed but stayed in its original u shape formation. Some of the clips held into the tissue while some didn¿t hold at all.

Event description:
It was reported that during a hernia procedure, the ligaclip would spit out suture during its contact with tissue. The clips would only clamped every 3/4 try while the rest was open. The surgical tech noticed the problem again once we fired it outside the body area. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9195x. The er320 device was returned for analysis and upon inspection the jaws were found to be bent and damaged. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.